Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r. .

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 49mg/dl. The customer's expected fasting blood glucose test result range is 140 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is 09/01/2016 (part of recall lot and expired). The meter memory was reviewed for previous test result history (date / time not set): 76mg/dl (B)(6) 2017 07:20 pm fasting: yes; 171mg/dl (B)(6) 2016 10:10 pm fasting: yes; 132mg/dl (B)(6) 2015 02:51 pm fasting: yes; 49mg/dl (B)(6) 2015 02:18 pm fasting: yes; 117mg/dl (B)(6) 2014 06:29 pm fasting: yes.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r. .

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 49 mg/dl. The customer's expected fasting blood glucose test result range is 140 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2016 (part of recall lot and expired). The meter memory was reviewed for previous test result history (date / time not set): (B)(6).